Event description:
A us distributor reported that a monitor will not power up.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power up) was confirmed. Upon investigation the monitor was unable to power up. The cause for the failure was isolated to a shorted capacitor causing damage to multiple components on the computer/analog pca. The root cause for the shorted capacitor could not be positively identified. No adverse event resulted from the damaged monitor.